Event description:
Additional information received reported that replacement of the ins went well and the patient was receiving therapeutic effect.

Event description:
It was reported that the new lead was placed and it would not go into the new battery so the old battery was put back in and was providing current therapy for the patient. The patient was able to feel stimulation with the old battery and new lead; however, they had to increase the settings due to the age of the battery. The old battery would need to be replaced in the near future due to normal battery depletion. As the new lead fit into the old battery, the new battery that was used was returned for analysis. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2014-21655 for the issues with the new ins.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).